Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury complaints for code 102 (overdelivery) for the lifecare 5000 is approximately 0.15/million sets.

Event description:
Overdelivery reported. The pump was set to run in the concurrent mode with a hydration fluid at 20ml/hr via primary, and heparin at 16ml/hr via secondary. The pump was cleared at 2pm when two new IV containers were hung. At 5pm, the pt's serum ptt was prolonged so the nurse checked the heparin infusion. The settings were verified correct by two nurses, however, the display indicated a total delivery of 220 ml (expected delivery was 108ml) and there was approx 150 ml gone from the heparin container (expected would be 48 ml gone). The infusion was held for several hours, then restarted with a new pump. The pt did not experience any adverse effects. No further info was available.